Manufacturer narrative:
UDI information - (B)(4). Complaint sample was not returned to codman. DHR - could not be completed since a valid serial number was not provided for evaluation. Failure analysis- product has not been received at the testing facility for analysis. The root cause could not be determined, possible causes include circuit failure. Product was not received for analysis and the investigation could not confirm the complaint. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 1226348-2020-00019, 1226348-2020-00021. It was reported negative and fluctuating icp readings: icp sensor was implanted to a trauma patient with sub arachnoid hemorrhage and right frontal contusions. Icp with readings 10 to 15. The surgeon did not use diathermy and all connections were dry. Patient was transferred to ICU and as soon as entered ICU the icp reading showed -15. On (B)(6) 2020, the surgeon made the decision to return the patient to the or and another microsensor was inserted. A new icp express monitor was also connected as previous icp monitor ¿had subsequently fluctuated between -99 and some other random number¿. Icp readings were stable afterwards (5 to 15).